Event description:
Medical affairs was unable to get a hold of patient and will be sending a letter to obtain clinical information. Patient called alleging that meter reads inaccurately low. Patient had symptoms of feeling thirsty and tired. Patient tested on the lfs meter and obtained a 47mg/dl. Patient ate food and/or drank beverage. Patient then tested on a meter at work and obtained a high. Patient was taken to the hospital where the hcp meter read 600mg/dl. Patient was treated with insulin. Patient has been cleaning the meter incorrectly and claims that the test strips have been opened longer than the discard date. Patient does not have check strip or control solution. Customer service send patient replacement meter and supplies. This case is being reported as user error leading to an adverse event.